Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with infections and abscesses on (B)(6) 2026. The patient reported that she placed a new pod on (B)(6) 2026, which did not feel right and was associated with persistently elevated blood glucose levels and redness at the insertion site. After removing the initial pod and placing another on the opposite arm, the patient reported experiencing similar symptoms. It was further reported that the patient developed infections at the pod insertion sites (both arms) while wearing the device for longer than 48 hours. Reported symptoms included hyperglycemia and localized redness at the affected areas. The patient was diagnosed with infections and abscesses at both arm sites. Treatment administered included intravenous (IV) antibiotics, insulin injections, and surgical drainage of the abscesses. The patient was discharged on (B)(6) 2026.